Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the seal biopsy valve cap was popping off during the device passage and spraying/leaking. The procedure was completed using the original seal biopsy valve. There were no patient complications reported as a result of this event.